Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013 upon sensor removal, patient claimed sensor wire was not deposited. Patient had difficulty with insertion and forgot to pull up on collar.